Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the pump error alarm occurred. The customer reported that they were successfully able to clear the alarm. The customer was able to rewind the pump. The insulin pump was able to pass the self test and displacement test successfully. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.